Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.22mm x 2.10mm in size. The complaint regarding distal tip broken off was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use such as excessive force applied or inadvertent collisions with other instruments.

Event description:
It was reported that after a da vinci-assisted prostatectomy simple transvesical surgical procedure, the monopolar cautery instrument was observed to a distal tip broken off. The procedure was completed with no reported injury.